Event description:
It was reported that during a diagnostic procedure, there was a formation of thrombus while changing from the right system to the left system. This account has had five procedures with thrombus formation and two of these pts required ptca. Several unsuccessful attempts were made to obtain additional procedural and pt info.